Manufacturer narrative:
D3 MFR email address: (B)(4). The field service engineer checked the console at the health care facility. It was observed that the micromanipulation laser beam was automatically moving while connecting to the microswitch joystick switch. Additionally, an intermittent scanner disconnected error is displayed. Most likely the damaged scanner communication cable and microswitch joystick could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during procedure the device was showing error 75. The procedure was cancelled. No information is available about patient sedation. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure the device was showing error 75. The procedure was cancelled. No information is available about patient sedation. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
D3 MFR email address: (B)(6).